Event description:
I've had 3 right knee replacements in less than 5 years resulting in continuous, dependence on pain killers and disruptions to my work and family life. I was informed on (B)(6) 2014 that the smith & nephew journey knee prothesis implanted in me on (B)(6) 2013 had a design defect allowing the knee device to totally dislocate. I experienced 2 total right knee dislocations since (B)(6) 2013. I also suffered a serious bacterial infection in (B)(6) 2013, which I'm convinced to be related to the (B)(6) 2013 tkr revision surgery. The 1st dislocation occurred while sitting at my desk at work and the 2nd while standing, washing my hands at the bathroom sink. Each dislocation caused excruciating pain and required ambulance trips to (B)(6) hospital ER in (B)(6), where the physicians must give me anesthesia to perform a knee "reduction." In each case I'm advised to see my surgeon dr. (B)(6) asap on (B)(6) 2013, (B)(6) radiology called me concerning possible loosening of components within device based x-rays taken on (B)(6) 2013. On (B)(6) 2013, saw pa at dr (B)(6) office at (B)(6) hospital in (B)(6), who orders a bone scan and expresses concern over atrophied quad muscles and orders more pt. On (B)(6) 2013, nuclear bone scan completed at (B)(6) , surgeon informs me results are negative, but actual report states some loosening cannot be ruled out. Gentle pt begins (B)(6) 2014 for several weeks, but pain and swelling persist. On (B)(6) 2014, see dr. (B)(6), local blood draws indicate very high crp levels, and fluid extracted from knee is negative for infection. Pain and swelling continue. On (B)(6) 2014. Experience 2nd total dislocation while washing my hands. I also experience atrial fibrillation in the ambulance enroute to ER. On (B)(6) 2014, back to surgeon's office, see pa and dr (B)(6), another orthopedic surgeon who explains the dislocations were caused by prosthesis design flaw. Referring to the dislocations as a "poly pop." And explaining I had twice "popped a poly" and would need a "poly swap" revision surgery to correct. On (B)(6) 2014, dr. (B)(6) performed a revision surgery replacing the tibial based polymer "peg" with a larger, different shaped peg, also removing a lot of fluid and scar tissue assuring this device would not dislocate. I still have pain and swelling. Also, in (B)(6) 2013, I experienced a severe hand infection requiring emergency surgery and a week in the hospital. PICC line was put in and continuous 24 hr IV therapy required for 3 weeks. Daily home care ordered to assist w/dressing changes and IV administration, very painful and frightening. Hand pt ordered, was under care of infectious disease, hand surgeon specialist, hand pt, and regular orthopedic knee specialist during this time period. I am convinced the infection was from knee surgery as I was discharged with a blood dressing (explained as normal). On (B)(6) 2013, home health care nurse arrives and orders me to go the nearest emergency room, a stitch had popped & incision needed to be re-stitched. Other physical symptoms existed since discharge convincing me infection initiated during initial stay at (B)(6).